Event description:
Found defective pods in box with lot# 141766 not previously included with recall. Pods would either not deploy cannula, had delayed cannula deployment, or failed and emitted long continuous beep.